Manufacturer narrative:
Additional information was received that the event has resolved.

Event description:
A report was received that the patient was experiencing mild pain at the ipg site. The patient underwent a revision where the ipg was relocated. It was reported that the event was resolving. The investigator reported that the event was not related to the study surgical procedure and study device stimulation but related to the study device hardware.

Event description:
A report was received that the patient was experiencing mild pain at the ipg site. The patient underwent a revision where the ipg was relocated. It was reported that the event was resolving. The investigator reported that the event was not related to the study surgical procedure and study device stimulation but related to the study device hardware.

Event description:
A report was received that the patient was experiencing mild pain at the ipg site. The patient underwent a revision where the ipg was relocated. It was reported that the event was resolving. The investigator reported that the event was not related to the study surgical procedure and study device stimulation but related to the study device hardware.